Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that they experienced hyperglycemia with blood glucose (bg) levels of 292 mg/dl following food intake. The user corrected the bg level by changing the steel infusion site and remained on ilet insulin therapy. No hospitalization or adverse health effects were reported.